Event description:
The customer reported that a lamp error was displayed on the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for further evaluation. During inspection and testing, service found there was no image displayed on the processor. This report is being submitted for the malfunction found by service (no image).

Manufacturer narrative:
During inspection and testing, service confirmed the reported lamp error and found it was due to a defective main board. Further evaluation found the chassis and rear panel were dented, and the internal capacitor was corroded. In addition, the main switch was cracked, and the paint on the tank holder was peeling off. Minor scratches were observed on the top cover and the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date is unknown. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿no image¿ occurred due to a faulty main board. No further information could be obtained; therefore, the cause of the defective main board could not be identified. Olympus will continue to monitor field performance for this device.